Manufacturer narrative:
(B)(6). H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris syringe module syringe administration set was leaking the following information was received by the initial reporter with the following verbatim: a customer reported a product complaint on item al10014914(10014914). That was sent in on our stock (B)(4). The customer stated that leaking fluids at pressure disc.. They have 1 ea with the lot number of n/a. We have submitted a cif on (B)(4). Please advise on next steps for us to receive credit and provide the RMA/rga information so that we can provide you with the product for investigation. Leaking fluids at pressure disc

Manufacturer narrative:
The customer reported that the pressure disk was leaking. One sample model 10014914 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water and primed. No leakage was observed. The set was then pressurized with air and placed under water. No air bubbles were observed. The customer complaint was unable to replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer.

Event description:
No additional info.